Event description:
Adverse event(s): "no near vision" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported, a patient with "no near vision" following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/28/2010, 05/13/2010, and 05/18/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).